Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was unable to confirm or replicate the reported event of no phaco power. However, the company service representative was able to replicate the reported event of not being able to select doctor settings. The nonconforming touchscreen was replaced to address the issue of not being able to select settings. The system was then tested and met all product specifications. The touchscreen was received and a visual assessment of the returned sample found no visual nonconformity. The returned touchscreen was tested on a calibrated system and the reported event of a nonconforming touchscreen was confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications as it relates to the reported event of no phaco power; therefore, the root cause of the reported event of no phaco power cannot be determined conclusively. The root cause of the reported event of not being able to select doctor settings can be attributed to a nonconforming touchscreen. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the doctor settings were unable to be selected and there was no phaco emulsification power. The system was powered down and restarted, the issue was resolved. The case was initiated and completed. There was no patient involvement.